Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the elevator broke off during a procedure. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The elevator #77r (part# 09-0313, lot# 120417k17) was visually evaluated. The elevator had some slight discoloring, likely a result of residue from the autoclave process. There was physical damage to the serrations on the tip. The elevator was also clearly fractured at the distal end. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force during use. The instructions for use (IFU) for this product has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Date received by manufacturer. Device evaluated by manufacturer .

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received. It was reported tooth #17 was being elevated. The elevator was in between two teeth and was turned, "to the right." The tooth was not loose in the socket. The procedure was completed with the fractured elevator.